Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a routine follow up. Up on interrogation, noise was noted on the right ventricular lead. The noise was not being sensed by the device. The noise was reproducible. The patient has a history of frequently falling. Chest x-ray was performed and showed no anomalies. The patient was stable and will continue to be monitored.